Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently indicated that it was unable to update the timing. The patient was going from sinus tachycardia, to atrial fibrillation, to sinus arrhythmia with multiple premature ventricular contractions (pvc). It was noted that the arterial line waveform became dampened as the patient rhythm beam irregular. This was explained to the customer and they were advised to use the console in semi-auto mode. The customer stated they were not familiar with balloon pumps and no one was available to assist with the pump timing so that was not an option. The central lumen on the catheter had no flush line, therefore no pressure cable in order to attempt transducing the central lumen for a different waveform. The customer stated that this is their practice. They were then advised they could continue in auto at that point with the occasional ¿timing¿ message on the console. There was no patient harm or adverse event reported.